Manufacturer narrative:
Investigation results: visual inspection: observed blade tip fractured along the solder line. The fracture surface shows no abnormalities or inclusions. Only brown discoloration can be seen. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the product found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The fracture can be confirmed. There are no hints regarding a material, manufacturing, or design-related failure./ problem. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bc271r - tc metzenbaum scissors del cvd 180mm. According to the complaint description, a small fragment broke off from the scissor tip while cutting soft tissue. This occurred during removal of "metalwork" in the shoulder. The procedure time was extended by 104 minutes. An x-ray was taken to ensure that the piece was retrieved. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not available. The adverse event is filed under aesculap ag reference no. (B)(4).